Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution set?s rotating collar was broken. This was observed in the intensive care unit (ICU). The collar was discovered to be broken after priming when the user was connecting the set to the IV catheter. There was patient involvement; however, there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.